Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, there was placement difficulty and the lead had to be place three times. The helix was not working as expected after repositioning the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix is over retracted which becomes inoperable when lug is stuck behind or on retraction stop. If information is provided in the future, a supplemental report will be issued.